Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The evaluation confirmed that the cutting wire tip was found detached and broken off from the distal end. There was evidence of discoloration on the broken wire tip; which likely occurred during high frequency (hf) activation. In addition, there was evidence of bio-material found inside the working length tube; however, there were no damages found with the slider and handle of the device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of sphincterotome damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the sphincterotome. "Do not use excessive force to bend the distal end of the sphincterotome. Do not operate the sphincterotome if the insertion portion is bent or the distal end of the tube is straight. Do not operate the guidewire in the tube of the sphincterotome unless the distal end of the guidewire is wet. Do not move the slider rapidly. Do not stretch the cutting wire too tightly. Do not rotate the handle with regard to the insertion portion. This could damage the tube and sphincterotome."

Event description:
Olympus was informed that while the physician was cutting during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the sphincterotome wire broke off inside the patient. The physician immediately stopped cutting and removed the tome from the patient. There was no patient injury reported. The procedure was completed using a non-olympus jagtome. No additional information was provided.